Manufacturer narrative:
Initially, it was reported that a bilateral breast mass rotational resection surgery was interrupted by multiple restarts of the affiniti 50 ultrasound system due to a black display. Additional information reported the issue occurred prior to the procedure and was resolved after a single restart. This is not likely to cause or contribute to a death or serious injury.

Event description:
It was reported that a bilateral breast mass rotational resection surgery was interrupted by multiple restarts of the affiniti 50 ultrasound system due to a black display. The procedure was completed. There was no reported patient or user harm as a result of this issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.